Event description:
"Leaks lubricant at base of gold convertible handle" is noted on customer repair request. On follow-up, it was reported that the leak was at the base of the motor where the green hose connects and it was only a very small amount. They noticed that the connection was slightly oily. No problems in surgery, no patient injury.